Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert was received from the implantable device, indicating a high, out-of-range shock impedance measurement (>125 ohms) from this right ventricular (rv) lead. Boston scientific technical services was contacted and recommended increasing the shock impedance alert limit through reprogramming, then continue normal monitoring. The rv lead remains implanted and no adverse patient consequences were reported.